Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was charging their ins too often starting in (B)(6) 2017. It was reported that the patient used to charge their ins every 2 ¿ 3 weeks, but then they were charging it every 4 days. It was reported that the patient had 5 different groups and switched between them regularly, but they did not typically increase the amplitude of the groups from what they were already programmed at. Longevity estimates were calculated for two of the groups and the results were as follows: 8+ 10- 12- 14+ 2.9v, 240 pw, 5 rate, 307 ohms, 24 hours/day estimate - about 74 days 12+ 13- 14+ 15- 2.5v, 360 pw, 50 rate, 250 ohms, 24 hours/day estimate - about 24 days it was noted that the patient would usually wait until the ins was completely dead to charge. The impedances of the system were tested and found to be within normal limits. The patient planned on keeping a charging diary including battery status at the beginning and end of each charging session. No symptoms or complications were reported.